Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power noted. The insulin pump passed off no power test, self test, error test, displacement test, rewind, basic occlusion, occlusion and excessive no delivery alarm test. No excessive no delivery alarms noted. Unable to prime during prime test due to faulty force sensor. Unable to complete functional test due to prime anomaly. Cracked case on lcd display window corners, cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker noted during visual inspection.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels due to a bent cannula. The mother stated that the insulin pump did not give the customer an alarm to let her know she wasn't getting insulin. The mother also reported that insulin was squirting during the manual prime. Troubleshooting was not possible as the customer is away at college. The mother stated that the customer was not comfortable using this device. Advised the mother that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.